Event description:
It was reported that pump battery did not charge despite use of tandem charging cable, wall adapter, alternate wall adapter, and alternate charging cable, and pump did not recognize charging connection after remaining plugged into working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and technical support arranged replacement pump shipment and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.